Manufacturer narrative:
Expiration date: ni additional suspect medical device component involved in the event: model #: sc-6350 lot #: abc description: scs adhesive kit.

Event description:
A report was received that the patient had developed a small blister near the bottom part of the ipg site while using the adhesive patch during charging session. It was noted that the blister may have caused by adhesive patch or charging process. Cortizone was prescribed to treat the blister. Proper charging techniques were advised and the patient was doing well.